Event description:
Boston scientific received information that this patient underwent several radiation therapy sessions due to having prostate cancer. After each session, this implantable cardioverter defibrillator (ICD) was checked. During interrogation, after last radiation treatment, measurements were normal and patient had intrinsic rhythm, however, the brady counters were incorrect. A save to disk was sent to technical services (ts), which revealed there was no device malfunction. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.